Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative an open circuit condition detected during shock delivery. Due to this the battery of the device reached battery capacity depletion. After review of the system, high out of range shock lead impedance measurements were observed on the right ventricular channel. The patient is planned for a procedure in the near future. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately shock therapy to the patient. After analysis of the system it was noted that this ICD recorded a code 1005 indicative an open circuit condition detected during shock delivery. Due to this the battery of the device reached battery capacity depletion. After review of the system, high out of range shock lead impedance measurements were observed on the right ventricular channel. The patient is planned for a procedure in the near future. This device was explanted and returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.additional information was added to the following fields:b1: adverse event/product problemb2: outcome attributed to adverse eventb5: describe event or problem fieldd6b: explant datee1: initial reporter first namee1: initial reporter last namee1: initial reporter facility namee1: initial reporter address 1e1: type of reportable evente1: initial reporter citye1: initial reporter statee1: initial reporter countrye1: initial reporter zip/post codee1: initial reporter phonee1: initial reporter faxe2: health professional?e3: occupationg2: report sourceh1: type of reportable eventh6: patient codesh6: device codesh6: impact codes

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately shock therapy to the patient. After analysis of the system it was noted that this ICD recorded a code 1005 indicative an open circuit condition detected during shock delivery. Due to this the battery of the device reached battery capacity depletion. After review of the system, high out of range shock lead impedance measurements were observed on the right ventricular channel. The patient is planned for a procedure in the near future. This device was explanted and returned to boston scientific for evaluation. No further adverse patient effects were reported.